Manufacturer narrative:
The customer reported that the device was not responding. The unit was evaluated at philips, and the symptom was verified. The power pca was identified as the cause of the issue. We are considering this failure a power pca malfunction.

Event description:
The customer reported that the device was not responding.